Event description:
This is report 1 of 1 for an unknown plate for complaint # (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
The marketing evaluation unit reported that patient was treated with a periarticular proximal humerus plate. It was further reported that the patient was originally treated with k-wire and dr. Swymn still had to take down some of the deltoid muscle. It is unknown if the implants removed were synthes products. No further information was provided and no mpe form was included.